Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to customer, the device doesn't show always the e1 or the w1. Customer just sees the cartridge is empty and pump hasn't given any error. No adverse event alleged. A request was made for the return of the device.